Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the u.s. And patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that telemetry strips in the hospital indicated a single non-tracked p wave occurred once per hour even though the device was programmed ddd for complete heart block. The implantable pulse generator (ipg) sensitivity was reprogrammed and remains in use. No patient complications have been reported as a result of this event.